Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 cartridge was received with one opened foil and a cartridge with 2 clips loaded. However, one clip of them was moved inside of the cartridge: due to improper handling of the clips. The clip moved was accommodated in the cartridge and tested for functionality with a test device. Upon functional testing of the device, the instrument loaded, retained, and deployed 2 clips as intended. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper handling. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 device not evaluated. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Package lot number of the clips?: currently, unknown. Please provide the applier product code and lot number?: the applier product code is ka200 and lot number is unknown. What suture type and size was used?currently, unknown. When the event occurred, was the suture placed near the hinge of the clip?yes. Were you able to lock the clip closed on the suture? Almost clips could not be locked. If yes, after it closed, was the clip holding securely fixed on the suture? Some clips was not holding securely fixed on the suture. Was the applier checked for damaged (jaws straight and aligned)?yes, but there is no damage with the applier. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Yes. Please perform and document the follow up attempt for product return. . We regularly contact with sale rep about the device returning. Qty to be returned of xc200 4: 1. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic hepatectomy on (B)(6) 2024 and suture clip was used. During, the device could be loaded with the clips, but it could not lock and clipping was not possible. It was used on vessel blood. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. Additional information has been requested.